Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message that could not be cleared. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2014 for investigation. Investigation results as follows: visual inspection was performed and no external damages were observed. The reported user advisory (ua) 7 message (discrepancy between load 1 and load 2 too large) was observed during power on of the platform. Further inspection determined the cause to be a defective load cell. No other issues were noted during functional testing. A review of the archive was performed and although no ua 7 messages were observed on the reported event date of (B)(6) 2014, the data shows several occurrences of ua 7 faults on other dates. Based on the investigation, the part(s) identified for replacement is the single point load cell. In summary, the reported complaint was confirmed during archive review as well as functional testing. The fault was found to be due to a failed load cell. Following replacement of the load cell, the device passed all testing criteria.